Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump's battery life did not meet the expectations of the user. It was noted that "replace battery" alarms appeared in the pump history without a "low battery" warning preceding. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/08/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2014 with the following findings: a review of the pump¿s black box history showed that one low battery warning and two replace battery alarms were recorded. There was evidence of excessive battery usage observed in the pump¿s black box history. The pump was not able to maintain an electrical connection with the returned battery cap. The returned battery cap threads were found to be damaged. The battery compartment was found to be cracked from the threads to the case seal. A test battery cap was used to complete the investigation. There was evidence of moisture contamination found inside the battery compartment. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.